Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an 8.5 cm abdominal aortic aneurysm. It was reported that the stent graft was originally placed low and the decision was made at the time to not intervene due to the amount of room left between the top of the graft and the lowest renal; the physician decided to monitor the patient. Vessel morphology at the time of implant is unknown. It was reported 24 months post stent graft implantation, the stent graft migrated, resulting in distal fixation seal loss and a type I endoleak. The physician successfully implanted three aneurx aortic cuffs. The patient was reported to be fine and no additional sequelae have been reported.